Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-12988. It was reported the patient has lost effective stimulation coverage. The ipg can not communicate with external devices. The sjm representative is to meet with the patient.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.